Manufacturer narrative:
The exact date of the event is unknown. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause of the pvl is unknown. However, the pvl may be due to the valve being under deployed or patient factors not provided (e.g. Cardiac remodeling). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 22015691-2021-02950.

Event description:
As reported to a field clinical specialist, approximately 6 years, 3 months post-implant of a 26 mm sapien xt valve, the valve failed due to aortic stenosis. A 26 mm sapien 3 ultra was implanted in a 26 mm sapient xt valve and plugs implanted for pvl in 2019. The cath gradient pre-procedure was 36mmhg and the echo gradient post-procedure was 6mmhg.